Event description:
It was reported during in clinic follow up that the right ventricular lead was causing tricuspid regurgitation. The lead was explanted and inserted a coronary sinus lead was implanted. The patient was stable.